Event description:
Customer reports receiving erratic readings, despite having no symptoms (170 mg/dl on the left hand at 0745, 90 mg/dl on the right hand at 0746). The customer went to the hospital as a result of the erratic b2b results (hosp result was 83 mg/dl at 0930). Customer did not receive any treatment. A request was made for the return of the device and replacement product has been sent.